Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information noted that the patient presented in the emergency room on march 14, 2021 with bradycardia. Upon examination, the pacemaker was found to be pacing intermittently at 30 beats per minute (bpm) asynchronously. The device was unable to be interrogated and it was suspected that the battery had depleted. On march 15, 2021, the patient presented to the hospital for a pacemaker upgrade procedure. During the use of electrocautery in procedure, the physician noted that the device was pacing asynchronously at 120 bpm and 130 bpm on two separate occasions. The device was then explanted and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
The reported events of pacing problem, intermittent capture, interrogation problem, and failure to interrogate were confirmed. As received, output anomaly and magnet response anomaly were noted. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, resulting in normal current drain. The hermeticity breach was consistent with moisture damage, resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with symptoms of congestive heart failure. Upon interrogation of the pacemaker, it was found to be pacing asynchronously at 100 beats per minute (bpm). Attempts to conduct tests on the device that required rate change or pacing mode change were unsuccessful. The device was unresponsive to applied magnets and continued to pace at 100 bpm when the magnet response algorithm or the battery test algorithm were on. A ventricular threshold test was performed in an attempt to override the high pacing rate but resulted in an error message. The magnet response algorithm was subsequently turned off and the pacemaker returned to normal base rate. The patient's condition was stable.